Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the pipetter system was generating lld errors. The tip clamps needed to be replaced in the reported problem area of the pipettor assembly. The tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.